Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) went through the sheath and the device had to be removed. Another device was used and the same problem occurred. Hemostasis was achieved with manual compression. There was no reported patient injury. The mynx was attempted to be used following an interventional procedure via the femoral artery. The mynx was initially inserted and the balloon was inflated until the black marker on the end of the handle appeared. The device was pulled back to obtain bleed back. There was minimal bleed back and the balloon was pulled back further until the balloon went through the sheath. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock close, the sealant and advancer tube were in manufactured position, and the procedural sheath was observed to have been returned separated from the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that the balloon¿s distal tip was severely inverted which indicates that excessive tension was applied during pullback. A product history record (phr) review of lot f1821502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to the damage noted to the tip. However, the exact cause of the pull through experienced could not be conclusively determined. Based on the information available for review and the investigation performed, handling factors (such excessive tension applied to the device during pullback) may have contributed to the event experienced as evidenced by the severely inverted distal tip. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01143 and 3004939290-2019-01144.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f1821502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) went through the sheath and the device had to be removed. Another device was used and the same problem occurred. Hemostasis was achieved with manual compression. There was no reported patient injury. The mynx was attempted to be used following an interventional procedure via the femoral artery. The mynx was initially inserted and the balloon was inflated until the black marker on the end of the handle appeared. The device was pulled back to obtain bleed back. There was minimal bleed back and the balloon was pulled back further until the balloon went through the sheath.